Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) found that the detergent for the cell rinse was overfilling. He corrected it and replaced the water tank pipes and adjusted the fill levels. Ise checks, calibration, and qc were performed successfully, and confirmed that the analyzer is back in specification. No further issues were reported since the service visit. The investigation determined the issue was hardware-related and the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results with one patient sample tested on a cobas 6000 c501 module. The initial result was 20 mg/dl. The repeat result was 89 mg/dl. The test was repeated as the initial result was not compatible with the patient's history. No questionable result was released.